Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal was ripped/bubbled. The pump also had a slightly cracked interior battery door latch. There was no reported patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) seal was ripped/bubbled. Slightly cracked interior battery door latch¿ were able to be replicated through visual inspection. The cause of the reported issue was delaminated dso seal and cracked battery compartment. Further investigation, found the upstream occlusion (uso) seal was delaminated, and the device came with inaccurate time and date. The dso seal, uso seal and battery compartment were replaced. Charged the device for a minimum of three (3) days and it was able to maintain time and date. Performed the dso/uso sensor calibration. Software updated and device reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.